Event description:
The patient's death was reported. The cause of death was unknown. The patient's death was not related to the device to the reporter's knowledge. The passcode was provided regarding pump off state. The device system was used to deliver liorsal. It was later reported that the death was not device related at all. The patient was a very sick man and had a lot of infections. It was later reported that the surgeon only implanted the device. They had no knowledge of the patient's death. The last time, the patient was seen was at implant in 2011. At that time, he was doing just fine with no issues.

Event description:
It was later reported that the daily dose of lioresal was 1267.1 mcg/day. It was noted that the cause of death was not known but most likely not related to the pump due to patient's extensive health history.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).